Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) has a burning smell when powered on. Electrical housing was loose or disconnecting from light source. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure.   Failure analysis - evaluation by the depot technician found that the xenon lightsource failed lamp hard start when powered on, the mirror holder was melted, and the power entry module was damaged. The lamp, mirror holder and the power entry module has been replaced to correct these issues. Additionally, the fans inside of the unit were not working. It was discovered that fan harness inside the unit was disconnected from the control board. The fan harness has been reconnected to the control board to correct this issue. Root cause analysis - the returned xenon lightsource was received in used condition with a disconnected fan harness due to rough handling/environmental damage. The disconnected fan would prevent proper cooling and lead to the issue of burning smell. The reported complaint was confirmed. No manufacturing, workmanship, or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.